Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 MDR's filed for the same event (reference 1825034-2014-01005 / 01010).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient underwent a right hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that fluid and metallosis were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. Patient underwent a left hip revision procedure on (B)(6) 2013. Patient's legal counsel reported that fluid common with metallosis and no posterior capsule or external rotator due to a pseudocyst were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient was revised on the right hip due to metallosis and effusion. Revision op notes report the presence of metal debris, brown layer in synovium consistent with fluid collection, metallosis, and the cup being slightly vertical but well-fixed position. The cup remains implanted. In addition, patient op notes dated (B)(6) 2013 report the left hip was revised due to metallosis. Revision op report notes the presence of dark grayish fluid, pseudocyst, and synovitis. In addition, the taper adapter would not disengage from the femoral stem and a femur fracture occurred during the attempted removal. A delay of greater than 30 minutes was reported. All components were removed and replaced with competitor components.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient underwent a right hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that fluid and metallosis were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. Patient underwent a left hip revision procedure on (B)(6) 2013. Patient's legal counsel reported that fluid common with metallosis and no posterior capsule or external rotator due to a pseudocyst were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.